Event description:
The customer reported negatively biased vitros oncology controls when used with the vitros psa assay. Biased results of the direction and magnitude observed could lead to inappropriate physician action. No pt results were questioned and there were no allegations of harm as a result of this event.

Manufacturer narrative:
Investigation into this event found that the vitros psa reagent and vitros eci system were operating as intended. The investigation determined that each calibration event for the original psa reagent lot was acceptable, however, variation was noted between calibrations. In addition, the customer was not routinely updating their quality control baseline means and sds. The customer calibration with an alternate lot of vitros psa and obtained acceptable quality control results. The root cause of the negatively biased quality control results with the original psa reagent lot is most likely calibration variability.